Manufacturer narrative:
Caller got 3.4 in 2007. The time interval between tests in 2007 and the following month, was >3 hours. The comparison was considered invalid. The precision calculation would not include the value obtained on the same day. Inratio precision data provided by end-user: one one month prior: (new strip) first test inr= 2.2 (previous lot) second test inr= 1.8 (third lot) third test inr=2.4 mean=2.1; sd=0.30; %cv=14.3%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: in 2007: (new strip) first test inr=2.2 (previous lot) second test inr= 1.8 (third lot) third test inr= 2.4.